Manufacturer narrative:
Unit passed displacement test. Pump received with minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump screen was scratched. The customer¿s blood glucose level was unknown at the time of the incident. Customer was not able to read the screen. The product will return for the analysis.